Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tavr procedure with a 29 mm sapien 3 valve in the aortic position, the axela sheath was inserted with slight resistance and when inserting the ultra delivery system with valve, high resistance was encountered and the valve got stuck. An attempt was made to remove the delivery system with high pull force and resulted with the valve slipping off the balloon and remained in the sheath. The sheath with valve inside was then removed and a new ultra kit was prepared. The new valve was successfully implanted and the patient is doing well post procedure.  As per photo received, the sheath appeared damage.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation with no accompanying devices.  Visual inspection showed: a tear that went through the inner member and outer jacket was observed, approximately 2¿ in length; an inner member strand, approximately 1.5¿ long and 5 mm thick, was seen at the proximal end of the tear; another inner member strand was seen on the distal end of the tear, approximately ¼¿ in length and 5 mm thick; a second tear, through the outer jacket, was seen approximately 2¿ distal to the seal; damage in the strain relief section was also observed. Due to the nature of the complaint and returned condition of the sheath, functional and dimensional testing could not be performed. During manufacturing, the sheath were 100% visually inspected for any defects.  The inside of the shafts were also 100% visually inspected.  On the component level, the shafts underwent 100% visual inspection by manufacturing and quality. These inspections indicate that the sheath has sufficient inspections in place to identify non-conformances related to the complaint events. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the events.  A lot history review was performed and revealed additional similar complaints.  A review of the complaint history from august 2018 to july 2019 revealed other returned similar complaints for delivery system resistance with sheath and sheath shaft torn; however, no manufacturing non-conformances were identified during these evaluations.  Available information suggested that patient factors (calcification, tortuous vascular anatomy) and or procedural factors (thv crimp method,  kinked sheath) may have caused or contributed to the similar events. A review of the instruction for use (IFU) and training manuals for revealed no deficiencies.  Per the IFU: push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible.  If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace.  Do not over-manipulate the sheath at any time.  Do not force sheath. If having trouble inserting sheath, remove the sheath and try pre-dilating the vessel with a dilator or making the incision larger. Check to ensure sheath is not damaged before reinserting. If damaged, return and replace with a new sheath. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    The complaints for sheath shaft resistance with delivery system and sheath shaft torn were confirmed based on the condition of the returned device. However, a manufacturing non-conformance was not identified. Review of complaint history, lot history, and DHR showed no indication a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that the device has proper inspections in place in order to detect issues related to the complaint event. A review of the IFU/training material revealed no deficiencies. Based on the damage observed on the returned device, it is possible that the resistance encountered during insertion of the delivery device through the sheath could have played a role in the damage observed on the returned device. Training materials indicate that push force through the sheath can vary due to angle of insertion, vessel diameter, tortuosity, and degree of calcification. Other procedural factors such as improper flushing can also contribute to resistance with the delivery system. A CAPA was previously initiated to further investigate resistance with delivery system complaints that results in the valve becoming stuck in the sheath. Although a definitive root cause is unable to be determined, the available information suggests that patient factors (calcification/tortuosity) and or procedural factors (improper flushing/wetting of devices) may have contributed to sheath shaft resistance with the delivery system. A tear in the sheath implies that the insertion pathway of the thv/delivery system may not have been straight and that the sheath may have been in a tortuous section of the access vessel. Device manipulation or use of excessive force to overcome the resistance may have also caused the valve to interact with the sheath resulting in that type of tear to occur. Although a definitive root cause is unable to be determined, the available information suggests that procedural factors (device manipulation/excessive force) may have contributed to sheath shaft torn.  Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.  A CAPA was previously initiated to further investigate resistance with delivery system complaints that results in the valve becoming stuck in the sheath.